Manufacturer narrative:
Returned device was received battery door damaged. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave false "air in line" alarms. No adverse effects reported.

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.